Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the first six green reloads and the second four blue reloads were not able to fire. A new device was used to complete the case. There was no patient injury.